Event description:
Reporter states redness and itching under the tape collar at the 11 o'clock position which began 2 weeks from (B)(6) 2013.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user reported the event occurred when he used unk barrier wipes and adhesive remover. The end user was advised on how to crust stomahesive powder with a barrier wipe. According to the reporter, he has discontinued the use of the unknown barrier wipes and now uses (B)(4) wipes. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow-up report will be submitted. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.